Event description:
User experienced one patient with discrepant urine glucose results. Initial result gave normal. This result was reported and questioned by the physician. The urine sample was repeated twice resulting at 1000 mg/dl each time. No treatment was rendered. Patient not adversely affected. The technical support specialist requested the customer to perform the following troubleshooting activities: change the internal cal strip, clean all components, recalibrate, run controls and repeated patient urine sample. Customer performed the recommended troubleshooting and the patient urine sample repeat gave 1000 mg/dl. Customer reports no further issue with urine glucose to date, stating issue has been resolved.